Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging does not turn on - strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/11/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The meter involved with this complaint failed testing. The meter did turn on during testing however gave an error 1 message. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.